Event description:
Treatment of an avm (arteriovenous malformation) at the aca (anterior cerebral artery). The patient had narrow and tortuous vessels. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the physician noticed some radiopaque material was occluding the vessel to the mca (middle cerebral artery). Contrast imaging from the ica (internal carotid artery) revealed that two mca (m2) branches were occluded by the onyx. An attempt was made to eliminate the onyx by using a penumbra 3 max with adapt (a direct aspiration first pass technique), but without success. The onyx was successfully removed with a solitaire device. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00243.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).